Event description:
After persistent left knee gonalgia (pain), the pt was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devises associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product problem in conjunction with the reported pain. Visual examination of the returned insert finds wear that suggests proper positioning. However, no patient x-rays were submitted so positioning cannot be comment on. Little cement is noted on the fixation side of the returned femoral component. A search of the complaint databases did not show any other reports against the product and lot combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.